Event description:
During the imaging review for a related complaint type 3a endoleak was identified on the left zenith flex with spiral-z technology aaa endovascular graft iliac leg zsle-13-90-zt. The patient underwent endovascular aortic repair (evar) procedure in 2018 at nyu. The following cook devices were placed during the procedure: zenith flex aaa endovascular graft bifurcated main body (rpn: tffb) zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-13-74-zt) placed on the right. Zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-13-90-zt) placed on the left. The patient presented to a different facility than where his evar was completed. A computed tomography angiography (CT) scan was completed and identified a distal type 1 endoleak. The endoleak was caught by visible contrast filling the distal part of the aneurysm sac. The distal type 1b distal endoleak was described as the iliac limb no longer had a seal in the common iliac artery. The patient was admitted to the hospital. An additional cook iliac limb (rpn: unknown, lot unknown) was implanted in a limb extension case on (B)(6) 2026 to treat the type 1b endoleak. The patient's vessels were reported to not be tortuous or calcified. The angulation of the aneurysm neck relative to the suprarenal aorta was minimal and well within the bounds of the instructions for use (IFU). The neck angulation was not something of note when reviewing the cta. The neck was parallel for the most part but was difficult to say due to the presence of the pre-existing evar. The neck was not involved in the reason for the re-intervention on this patient. The patient's pre-existing conditions and aortic anatomical changes over time are not known. The patient had not had a follow up in quite some time following the index evar procedure in 2018. It is believed that the patient's anatomy seemed to have degenerated around the graft. Imaging was provided for the investigation. The image reviewer identified the device that had the type 1b endoleak on the right to be a zenith flex with spiral-z technology aaa endovascular graft iliac leg rpn: zsle-13-74-zt. Additionally, the image reviewer identified a procedural dissection possibly related to the zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-13-74-zt) placed on the right. A type 3a endoleak was also identified on the zenith flex aaa endovascular graft bifurcated main body (tffb) and the left zenith flex with spiral-z technology aaa endovascular graft iliac leg (zsle-13-90-zt). The focus of this report is the type 3a endoleak identified in an imaging review on the zenith flex with spiral-z technology aaa endovascular graft iliac leg (zsle-13-90-zt) placed on the left. A report for the type 1b endoleak on the right zsle-13-74-zt has been submitted under report reference number 1820334-2026-00047. A report for the right external iliac artery dissection and the type 3a endoleak on the zenith flex aaa endovascular graft bifurcated main body (tffb) will be submitted under patient identifiers (B)(6).

Manufacturer narrative:
D6a implant date: 2018 h3 - device evaluated by mfg?: device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Correction: d10. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.